Manufacturer narrative:
Results: the neuron max was kinked approximately 58.0 cm from the hub. The neuron max was kinked and, therefore, the neuron max could not be functionally tested. Conclusions: evaluation of the returned neuron max revealed that the sheath was kinked. If the device is forcefully retracted out of its packaging at extreme angles, damage such as kink may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) was kinked upon opening the package. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.